Event description:
Lap chole- "the tip of the spatula fell off. Please send a replacement to the customer overnight. Thank you, beez."patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found scratches and marks around the tip area of the device. Closer inspection revealed that the tip was bent to the point of separation. The root cause of the incident remains unknown as it is unclear how the device may have been handled through use or repeated sterilization cycles. This document represents our initial/final report.